Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the eye piece on the surgeon side console. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the surgeon console eyepiece was heavily smudged. Or staff attempted to clean the eyepiece; however, smudging remained and visibility was not restored. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: site attempted to clean eye piece with microfiber cloth, lens cleaner, alcohol. Left eye image was not black at all, but lens appeared fogged. The procedure was completed robotically. It was dual consoles for that room, so surgeon moved to the other surgeon console.